Event description:
Customer reports the black water tank is overflowing onto the lab floor and into the walkway. Customer also states he hears a very loud grinding noise that appears to be coming from the pump. No discrepant or erroneous patient results were generated and no one was injured.

Manufacturer narrative:
The field service representative determined the cause to be a stuck water float sensor causing fluidic failure during operation. He cleared all water float sensors and decontaminated fluidic lines and water tank. System verified by performing module mechanism check without any alarms. Calibration and controls were also performed.